Manufacturer narrative:
There are no known lab cultures or tests confirming presence or type of infection. The implanting physician confirmed that the location of the nalu implant did not appear to have any signs of infection, thus it was suspected that the infection originated elsewhere. Symptoms were not reported until approximately 4 months after the initial implant procedure. There are no indications or allegations of any system or component failure as related to the nalu device and the explant was performed out of caution due to suspected presence of an unknown type of infection.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. The nalu implantable pulse generator (ipg) was placed in the medial thigh area with the implanted leads targeting the superior genicular nerve. In (B)(6) 2025 the patient noted some pain in the affected extremity and inflammation in the groin area. The physician who implanted the nalu system was notified of the new symptom onset and evaluated the patient. Physician reported that, while infection was suspected, the implant site did not appear visually to be infected and the source of the suspected infection is unknown. On (B)(6) 2025 a full system explant was performed due to suspected infection.